Event description:
It was reported that particulate matter (pm) was observed inside the 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as clear particle matter inside the tpn solution. This issue was identified during the visual inspection process by compounding pharmacy personnel. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed via photograph and observed a single irregularly shaped white particle matter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.